Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found the lens haptic torn. Claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that, while implanting a 12.6mm vticm5_12.6 implantable collamer lens, -12.0/+3.5/082 (sphere/cylinder/axis) into the patient's left eye (os), it tore. It was removed intraoperatively and there was no patient injury. This occurred on (B)(6) 2019. The cause of the event is reported as user error.